Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the patient's blood glucose (bg) levels have been r elevated, in the 300 mg/dl range, with occasional 400 mg/dl and one 500 mg/dl about (B)(6) ago. The patient has been to the endocrinologist, who is increasing basal rate temporary for 24 hours hrs at a time until bg start coming down. Mom reports on one occasion, patient had small to moderate, ketones, nausea but no vomiting, denies abdominal cramp, shortness of breath, or chest pains. Mom confirmed moderate increased urination, moderate increased thirst, and tiredness. Mom has changed out vials insulin. Mom gave 20 units of humalog per protocol and bg came down to normal mom denies issues with site, denies leakage of cartridge, or site: denies blood in the tubing or cannula: denies bent or kinked cannula. Patient uses the abdomen and rotates from side to side (no scar tissue) but staying in the same area. Mom confirms growth spurt (grew 3 inches, since (B)(6) 2012, and an increase in child's stress level due to an unstable family situation. Denies illness. Mom confirmed patient knows how to carbohydrate count but does not always do the addition correctly. Patient also discontinues pump during physical education class at times and does not take missed basal rate insulin. Patient's current bg is 320 mg/dl with no symptoms. Customer technical support (cts) review of pump indicate time/date is set correct. Review of pump indicates the temporary basal was set but was interrupted and not reset. Review of the tdd indicates an increase of approximately 10+units of basal total on (B)(6) 2013 with no temporary rate and no suspend recorded, but the basal history indicates temporary basal was set. All other basal totals are within range and correlates to history basal. The patient is not setting temporary everyday as per endocrinologist order. Review of the prime history indicates the patient is not filling cannula, not always changing tubing (due to using so much insulin) and possibly not changing site 7 days. However, patient tells mom he changes site every 3 days as instructed. Cts advised mom to reinforce to patient the importance of filling cannula and changing site every 3 days. Advised mom when going into pump to prime, change site/set or when battery cap is removed, the pump cancels out the temporary basal or combo bolus. Advised mom the pump safe to use. Patient is continuing on pump. This complaint is being reported due to the allegation that a patient on insulin pump therapy experienced hyperglycemia related to use error of not changing supplies per instructions for use, and not filling the cannula when priming.

Manufacturer narrative:
Follow-up #1 date of submission 05/07/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history showed that the last basal and last bolus delivery occurred on (B)(6) 2013. The alarm history showed an occlusion during prime warning on (B)(6) 2013. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. On (B)(6) 2013, a temporary basal program was running. The pump was exercised for 24 hours on a 1unit per hour basal rate. At the end of the 24 hours, the total daily dose correctly reflected the programmed basal rate. A normal 10unit bolus and a 10unit audio bolus were successfully performed and accurately recorded in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.